Event description:
Clinical trial with a mesh product used on a woman delivering via c-section for no medical reason. Without consent also future harm has occurred. Suffers permanent damage to organs. Also carried full turn pregnancy while mesh was implanted. "8" subsequent pregnancy was the last damage caused prior to 2004 delivery. Product was identified as tvt obturator sling by j and j, according to (B)(6)... Dose or amount: 1 1. Frequency: otbet. Route: vaginal. Dates of use: 8 years. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no.